Event description:
The hcp reported the patient had a pump refill done and returned that same day with signs of withdrawal including itching and possible increase in spasticity. The hcp reported "problems seem to have been related to low pump reservoir and then poor function of pump for the 24 to 36 hours prior to refill." The patient had only 1cc left in the reservoir at the time of refill. The hcp treated the patient with cyproheptadine 6mg orally, baclofen 20mg orally, and a bolus of 50mg of intrathecal bacolfen. The patient's dose of continuous intrathecal delivery of drug was not changed. The patient is reported to have recovered without sequelae and is doing well. The hcp plans to be setting the low reservoir pump alarm to 3cc for the patient "due to patient's sensitvity."